Event description:
It was noted on a piece of paper returned with the device. "L hook "continues" per dr. To tear sheath. Preventing it from being protected by the sheath--a sm amt of the l hook is protruding from the sheath causing a small laceration to the liver". On the pouch of the returned device was written "1)sheath is flimsy, 2)lock mechanism is flimsy-did not use to be, 3) tip is flimsy, bends when scraped".